Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via rep regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that his interstim (whole system) was removed 3-4 years ago at ohio state hospital because it was not connected properly and not working. There were no further complications reported.